Manufacturer narrative:
Both samples were run immediately after collection. Controls are run twice a day. A field service engineer (fse) was dispatched. Fse found that the cable from the light scatter sensor was only partially inserted into the light scatter connection. The cable was reinserted and secured and the repair verified per established procedures and all test results met published performance specifications. The root cause is due to an incomplete connection of the light scatter sensor into the light scatter preamp.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting erroneous wbc differential results generated by the coulter lh750 hematology analyzer for two patient samples. Manual differentials were performed for both samples and these results were sent out as corrected reports. There was no death, injury or change to patient treatment as a result of this event.